Event description:
A patient indicated for gastrointestinal/pelvic floor reported they were implanted with a new device on the day of the call and was ¿not really peeing like they thought they would be.¿ both the doctor and manufacturer representative had to rush out after surgery, so the patient was looking for assistance in adjusting their settings. The patient was not feeling stimulation and therapy was on. After increasing, the patient felt stimulation in the correct area. It was noted the doctor had told the patient that they should not expect full therapeutic effect until the local anesthetic wore off. The patient later called back to report they were not feeling stimulation after increasing from 0.0v to 3.0v and still did not have therapeutic benefit. The patient also reported numbness from the anesthetic. Additional information received from patient reported that prior to getting the implantable neurostimulator (ins), their bladder did not work at all and they had to sit for 15-20 minutes and urine just dripped out. Since ins replacement, they started feeling the pulsation and then shut it off and then it was ok for about a day then they did not feel the pulsation anymore. Patient stated it seemed like it was not working and they felt no stim. They stopped feeling stim after 4-hours. Sometime it hurts then they decreased it. It took them about 15 seconds to urine. During troubleshooting, they initially got poor communication, they changed the batteries and that resolved the poor communication. It was indicated that the stim was on, they were at 4.65 v and they can feel stim now a little bit. Patient was able to change to program 1 at 2v and they felt stim in the correct area. Patient stated it was comfortable and wanted to try it there. They were not instructed to keep voiding diary. Patient also provided confusing information such as when patient services asked patient when their new ins stopped working, patient said about a year ago while patient had new ins implanted on (B)(6) 2016.

Event description:
Additional information was received from the patient. The patient reported that it took them a long time to start to urinate. The patient noted that they had to wait 2-5 minutes to start urinating and that it was a weak stream. The patient had an appointment with their healthcare professional (hcp) and they had said everything was fine. The patient noted that the hcp put it to where the patient could feel pulsations but when the patient got home they couldn't feel the pulsations any longer, so the they increased it. The patient had only tried programs 1 and 4 and stated that they switch between them frequently versus trying a program for an extended period of time. The patient stated that they met with a manufacturer representative (rep) at the hcp¿s office and they made adjustments but the adjustments had not resolved the problem. The patient noted that they had spoken to the rep about these problems about a year ago. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they experienced gradual return of symptoms. It was taking them longer to urinate. The event occurred for about a week. There was no fall or trauma could be related to the issue. During the call, the patient was able to use the patient programmer (pp) and verified that the stim was currently on by noting the lightning bolt in the upper left hand corner. Patient was currently on program 1 at 2.7v and they increased stim to 3.3 which was comfortable sitting, standing and walking. Patient was aware to decrease stim if it becomes uncomfortable. It was indicated that they had been using the blue buttons on the left hand side to turn off and on the pp. Patient services reviewed the blue buttons on the left hand side turn on and off the ins in the body. Patient would continue to track their symptoms and verify if stim is being felt that stim is on.

Event description:
A patient reported when they went to the bathroom it took a long time to start, sometimes a minute. The patient noted he sometimes connected the patient programmer increased stimulation and felt stimulation then a half an hour later would stop feeling stimulation and he did not know if he was turning stimulation off himself. The patient did not feel stimulation and therapy was on. The patient started on stimulation on, no programs, at 1.95 and increased to 2.30 and felt stimulation comfortably and in the correct area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.